Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience prox is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. Evaluation summary: a visual inspection was performed on the returned device. The reported kinked shaft and shaft detachment was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined that the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling while advancing the stent delivery system kinked the shaft, ultimately causing the reported shaft detachment. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that a 3.00x33mm xience prox stent delivery system kinked when it was being inserted into the guiding catheter. After removal, the shaft separated. The procedure was successfully completed with an unknown device. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.